Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: the team had an incident with a six inch roller pump in the arterial position of the heart lung machine (hlm) during a cardiopulmonary bypass (cpb) procedure on 02-mar-2021. The team set up with system without issue for the procedure. Somewhat after the initiation of cpb the arterial roller pump stopped without user interaction and without a notice of alarm status. The team was able to re-engage the start/stop button and resume arterial flow to the patient. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to the event.

Manufacturer narrative:
Per the manufacturer's subsidiary, the perfusionist found the pressure of the patient decreased during cpb and so the user checked the pump and found the pump had stopped. Immediately after that, the perfusionist used the local speed control knob on the roller pump to start the pump and continued to use the pump.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stopped without an alarm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful so an evaluation could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.